Manufacturer narrative:
Evaluation, results: lesion morphology (moderately calcified and tortuous lesion with 90% stenosis); failure to follow instructions (force was used to remove the device from the patient); deformation problem (stent deformed). Conclusion, results: lesion morphology (moderately calcified and tortuous lesion with 90% stenosis); failure to follow instructions (force was used to remove the device from the patient).

Event description:
Additional information received confirmed that force was used in an effort to remove the device from the patient. It was also confirmed that no abnormality was noted with the device during inspection and preparation prior to use. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first four distal stent segments were raised and deformed.

Event description:
It was reported that the physician was attempting to use a 2.75mm diameter x 24mm length endeavor sprint (rx) drug eluting stent to treat a moderately calcified lesion in the lmca with 90% stenosis and moderate vessel tortuosity. The physician performed a pre-dilation with ryujin 2.5x20 and proceeded to use the endeavor sprint device but could not pass the lesion and upon removal it was noted that the strut of stent was damaged. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). No results available since no evaluation preformed (no device received for evaluation). (Limited information -root cause undetermined). Conclusion results: (no device received for evaluation). Unable to confirm complaint (limited information -root cause undetermined). Known inherent risk of a procedure (stent deformation). (B)(4).